Manufacturer narrative:
(B)(4).

Event description:
Procedure: nephrectomy. According to the reporter: at the end of procedure, while grasping the gauze with the device, the tissue pad fell into cavity and was retrieved. Operating room time was extended by more than 30 minutes in order to confirm nothing left in the cavity. There was no adverse event reported due to the result of delay in surgery. There was oozing of blood. There was no tissue damage, no unanticipated tissue loss.